Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen is glitching. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional contact details: phone number: (B)(6). A getinge field service engineer (fse) unable to replicate any display issue when iabp was exercised on a test catheter and patient simulator. As a precautionary measure the video receiver pcb and cable were replaced. Display tests passed in the service mode. Device passed all performance and safety tests according to factory specifications. Unit cleared for use and returned to the customer. Parts will not be returned as they were scrapped.

Event description:
N/a.